Event description:
The tip of the pituitary rongeur broke off during the surgery. This was retrieved immediately with no injury to the patient. The product is not compounded. The product is not over-the-counter.